Event description:
Pt was revised to address laxity. Intraoperatively discovered that the femur was loose.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusion about the reported laxity or device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.